Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Event description:
The device was returned with a report of 'inappropriate firing'. The device was replaced. No patient complications have been reported as a result of this event. Additional information was received, stating the inappropriate therapy was secondary to noise on the ventricular lead. The pace/sense portion of the lead was capped and replaced. No further patient complications have been reported.